Event description:
It was reported that during a lap nephrectomy procedure, the device did not work. It would not go through the test cycle. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/13/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.